Event description:
It was reported that the customer's insulin turned into a jelly-like substance inside her reservoir. The customer's blood glucose level was 368 mg/dl. The customer was advised not to allow her insulin to get cold. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).